Manufacturer narrative:
The investigation determined that a lower than expected vitros na+ result was obtained from a non-vitros biorad quality control sample when processed on a vitros 5600 integrated system. The investigation determined the most likely assignable cause of the lower than expected na+ results is user error. It was determined that the customer loaded a vitros electrolyte reference fluid (erf) lot which was not the erf lot used during the vitros na+ calibration event in use. In the ¿when to calibrate¿ section of the vitros na+ instructions for use (IFU) the customer is instructed to calibrate na+ whenever the vitros reference fluid lot number changes. After calibrating vitros na+ lot 4210-0970-1887 using the new erf lot, acceptable vitros na+ quality control performance was observed. There was no evidence to suggest that the vitros na+ reagent or the vitros 5600 integrated system malfunctioned.

Event description:
A lower than expected vitros na+ result was obtained from a non-vitros biorad quality control sample (lot 47933) when processed on a vitros 5600 integrated system. The following result breached vitros na+ potential health and safety criteria: non-vitros biorad l3 lot 47933 control fluid na+ result of 135.5 mmol/l versus an expected result of 176.4 mmol/l. Biased results of the direction and magnitude observed could lead to inappropriate physician action if the event were to occur with patient samples. There was no allegation of patient harm due to this event. (B)(4).